Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered lots of inappropriate anti-tachycardia pacing (atp) and multiple electric shocks (24-25) due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, this ICD was reprogrammed to one zone. However, it is noted that this patient has a history of inappropriate shocks. The physician will need to determine programming options for zone rco. No additional adverse patient effects were reported. At this time, the device remains in service.